Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: the balloon ripped during the procedure. No parts fallen into abdominal cavity. There was no patient involvement.